Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised after patient fell approximately (B)(6) 2018 and broke her ankle and the tibial component subsided. Rep reported that the insert and femur were revised to competitor devices. As reported by rep, all components were revised.